Event description:
As reported, the patient had an initial right tka on an unknown date. The patient was revised on (B)(6) 2023 due to a recalled poly. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event. No other patient information/medical history reported.

Manufacturer narrative:
Pending investigation. Concomitant medical product: 6009177, 02-020-11-0320 - truliant ps cem fem ps cem right sz 2; 6736722, 200-02-32 - three peg patella 32mm; 6807934, 02-022-45-2020 - truliant tib fit tray cem sz 2f / 2t; ab7316, 13a2101 - cemex system fast genta 70g. H7: z-0023-2022.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. H3: the reason for the reported revision cannot be confirmed from the information provided but may be due to inclusion of the polyethylene in the packaging recall, wear, loosening, infection, fracture, instability, and/or patient related factors. Potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and relevant clinical information, images, or radiographs were not provided.